Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prematurally depleted in the box. The monitoring voltage was 3.12 volts, and the charge time was 7.7 seconds. It was not implanted.